Event description:
The customer called reporting they were seeing a battery icon on their freestyle meter. They also reported that they were receiving an error 4 message whenever they inserted a strip. The meter is one that the unit of measure is selectable, and appears to be exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Customers and retailers have been notified by the adc fa16may2006 letter.